Manufacturer narrative:
A device history record (DHR) review was performed for part: 04.503.743s, lot: 9527640 : manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 23. June 2015, expiry date: 01. June 2025: plate was initially manufactured unsterile under part 04.503.743 and lot 7867355 in (B)(4). The device was only re-packed and sterilized at synthes (B)(4). As this complaint is neither packaging nor sterilization related no review of these documents is needed. The DHR will be forwarded to (B)(4) for completion for part 04.503.743 with lot 7867355: part# 04.503.743, lot# 7867355: date of manufacture: 08 december 2014, place of manufacture: (B)(4) synthes, part expiration date: n/a, nonconformances noted: n/a: DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible double angle recon pl large 2.5mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was performed. The received matrix mandible reconstruction plate is broken apart as complained. The surface of the plate is gold coated, the device is not in the original blue condition anymore. The markings, ce sign, article- and lot number are not visible anymore. The manufacturing documents of the plate were reviewed and no complaint related issues were found. In addition our product development center made and evaluation and came to following conclusion: the overall implant surfaces color and statement of the complaint ¿the implant has been anodized and broke when the final alterations were made indicate an off-label use of the device. The bending marks and the extreme bending at the broken location support the use of the ¿duckbill¿ part of instrument 03.503.056 for the shaft/mid-part of the implant. The relevant surgical technique provides instructions that the ¿duckbill¿ section of instrument is to be used for the last segment of the plate. The bending marks on both sides of the implant at the fracture location support the hypothesis of reverse-bending, which may weaken the plate and lead to premature implant failure. Finally, the additional manufacturing steps (surface treatment) performed by the hospital can affect the material properties, biocompatiliby, and performances of the product (pre/intra/post-operatively). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device was not implanted/explanted. Incident occurred pre-operative. No patient involvement. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number was not. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, during bending the matrix mandible plate in the lab, the plate broke. The implant has been anodized and broke when the final alterations were made. There was no patient involvement reported. This report is for one (1) ti matrixmandible double angle recon pl small 2.0mm thick. (B)(4).

Manufacturer narrative:
Date should have been 3/13/2018 on the previous follow-up medwatch (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.